Event description:
It was reported that the surgeon attempted to insert a competitor's lens using the foam tip plunger and the ftp overrode and tore the lens during insertion. The lens was removed and another iol was successfully implanted without any pt incident. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation method: a lot order search was performed on the injector and there were no similar complaints found.